Manufacturer narrative:
Device 1 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient experienced an issue with 10 infusion sets, cannula was kinked and was inserted at abdomen. The patient reported that bg as high as 400 during some events. The patient replaced infusion set and resumed insulin successfully. Patient on blood thinners for heart failure and a stent for the next 6 months. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.